Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the reload was received in good visual condition and fully fired. No functional test could be completed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It is reported by the pt that pt underwent a hip arthroplasty on (B)(6) 2007. Post op, she experienced pain due to possible acetabular loosening. Status as to a revision is unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the staples would not release. During the procedure, the stapler cut without stapling the sigmoid. According to our contact in the hospital, there were no staples in the cartridge. A new dissection of the sigmoid was performed without turning the procedure to laparotomy. A new similar cartridge was used successfully with the same stapler. The patient is currently fine. (B)(4).